Event description:
The haptic was found to be bent after the lens was implanted in the eye. The doctor enlarged the incision to remove and replace the same type of lens.

Manufacturer narrative:
See MDR 1920664-2009-00167 for the intraocular lens used with this delivery device.